Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-07003 / 07004 and 2015-00313 and 00315).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reveal the (B)(4) 2012 revision was due to pain, adverse reaction to metal debris, loose acetabular component, and elevated metal ion levels. The patient¿s operative report noted cavitary defects, evidence of metal debris behind acetabular component, and minimal bone/growth on acetabular component. Additional information received in patient medical records reveal patient is bilateral and underwent a right total hip arthroplasty on (B)(6) 2009. There has been no reported revision of the right hip. Additional information received in patient medical records reveal patient¿s blood was tested on (B)(6) 2012.